Event description:
Safety needle outside plastic cover would not come up to cover the needle. Nurse attempted to discard needle in needle box. Needle box was full. When pushing syringe into needle box, needle turned around and stuck nurse. Nurse reported incident through employee health.